Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: one implant belonging to the titanium trochanteric fixation nail (tfn) system was returned - one 11.0mm titanium helical blade, 110mm (part 456.307, lot 7637382). This part was returned with the complaint that ¿patient reported to her surgeon¿s office (B)(6) 2015 for follow up and reported having lot of pain over lateral aspect of the right hip. Reported pain getting out chair and it was prolonged standing or walking. Examination revealed marked tenderness right over the trochanter and had increased pain with rotation of the hip. X-rayed of hip showed prominence of the helical blade. The surgeon suggested removal of the blade and to leave the femoral nail in position. The patient returned to the operating room on (B)(6) 2015 for removal of hardware. It was reported that the helical blade was extracted.¿ upon receipt of this device, there are signs of surface wear, consistent with implantation and contact with a tfn and resulting from the blade having been implanted for over a year. This complaint cannot be confirmed as x-rays were not received and patient pain cannot be verified. The drawing for the 11mm helical blade was reviewed and the design was found to be adequate for the intended use of this device, and the measured length is within tolerance. The root cause of this complaint is ultimately indeterminate, but many factors could plausibly factor into this complaint condition such as: incorrect surgical procedure, poor bone quality, and level of patient compliance. This complaint is unconfirmed as there are no x-rays as evidence. The design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. The design of this device is adequate for its intended use and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from (B)(6) hospital in (B)(6) for uf/report #(B)(4). Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. It was also reported that there was no time delay found, no complications reported for patient outcome and implant date confirmed as (B)(6) 2014. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows lot # 7637382 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Disposition: unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.